Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, force sensor test and self test. Pump error 63 alarm found in the formatted history file due to broken trace pin6(sda) on keypad assembly. Insulin flow blocked alarms unknown. Insulin pump received with missing retainer ring. Unable to perform displacement test and occlusion test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, cracked keypad overlay, missing retainer and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow block alarm and motor issue. Customer was able to clear alarm and able to complete rewind process. Customer stated that insulin pump was drop or bumped. Customer stated insulin pump passed displacement verification test. Customer stated insulin pump retainer ring was cracked and reservoir able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.